Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve, on gastric stapling or resection, the stapler was able to fire and there was poor staple formation and the staple line was incomplete distally. The tightest row, next to knife blade was mostly unformed and appeared as if staples were missing. The other two staple lines were complete. The staple line was oversewed to complete the case. There was no patient injury.